Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Please note add'l device implanted: (B)(4).

Event description:
On (B)(6) 2006, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent coil embolization for aneurysm sac growth (measurements not available) with no evidence of endoleak. The gastrointestinal eval showed no reason for abdominal pain. On (B)(6) 2011, the pt was admitted to (B)(6) hosp for severe abdominal pain. Medtronic endurant aui graft placed inside excluder graft on the right side, with contralateral plug on the left side. Fem-fem bypass performed, right to left. The aortic aneurysm was exposed and the sac was decompressed and revealed yellow green thick fluid. Specimen was sent for lab tests. The pt tolerated the procedure. On (B)(6) 2011, angiogram showed no endoleak.